Manufacturer narrative:
B3: date of event- estimated as the date of event is unknown. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation pulmonary vein isolation procedure to treat a paroxysmal atrial fibrillation, the user had difficulties with a stuck guidewire. The guidewire got stuck when trying to change the configuration of the catheter, so the catheter could no longer be used. The catheter was replaced to complete the procedure. The guidewire could not be removed from the catheter until it was in a neutral position. No patient complications were reported.